Manufacturer narrative:
(B)(4).

Event description:
It was reported that the autocat2 wave intra-aortic balloon pump, while in use on a patient, reported "total breakdown." The device was removed and replaced with another autocat2 wave successfully. There was no reported patient death, injuries or complications. The delay in therapy is unknown, with the patient's outcome is listed as "okay".